Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10 concomitant therapy date (B)(6) 2023. E1: initial reporter is j&j company representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on november 16, 2023, the patient underwent the orif with the multiloc. During drilling, the drill bit interfered with the nail. At first, three multloc screws were inserted into the proximal area. Then, the distal locking screw was inserted into the level g hole. The drill bit and the screw were interfered with the nail at the level f hole. The surgeon checked for loosening on the connecting screw and the aiming arm, and there were no problems. Hammering was not performed for this surgery. The surgeon commented that he felt like the drill bit was hitting the nail. The drill bit went through the hole through the aiming arm, the drill sleeve, and protection sleeve. However, when the screw was inserted, it went outside the nail. The surgeon determined that the drill bit did not pass through the hole in the nail, so that the surgeon manually drilled the hole and inserted it. The insertion of the devices was not checked before insertion. The surgery was completed successfully within 30 minutes delay. There are no fragments in the patient. The surgeon confirmed by x-ray. This is for an unknown nails: multiloc humeral for (B)(4).